Event description:
It was reported that the customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU) with a blood glucose (bg) level of 908 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider. The cause of elevated bg was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 4 days later, on (B)(6) 2026 with the issue resolved and no permanent damage.